Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the battery had flipped and was no longer able to communicate with the patient's remote control (rc).

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein lead extensions were added and the battery was moved for better charging. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein lead extensions were added and the battery was moved for better charging. The patient was doing well postoperatively.